Event description:
Caller reported for the past 6 weeks, pt has experienced an elevated blood glucose value. Caller stated in the morning, the patient's blood glucose is around 10.0 mmol/l (180 mg/dl) and in the evening, the patient's blood glucose is almost around 20.0 mmol/l (360 mg/dl). Caller reported, pt is also having problems with air bubbles in the adapter. Caller stated, the diabetes nurse was contacted. Caller reported, the infusion set was changed every 2 days as well as the infusion adapter. Caller stated, the patient's elevated blood glucose was treated by giving extra boluses via the infusion device and the pen. Caller reported that sometimes the infusion device has fallen on the hard ground. No further info is available. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.